Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-10829, 2134265-2017-10560. It was reported that the delivery sheath broke. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman® access system. The closure device failed the tug test and was unable to be release, so it was fully recaptured. A second attempt was made with the same wds; however, during deployment the delivery sheath broke at the proximal portion, the complete system was removed from the patient. A new 27mm watchman ® laa closure device was selected, during insertion into the sheath there was a lot of friction. The wds was removed and was kinked at the proximal portion at the height of the femoral iliac artery. The was was also exchanged and damage was found due to the tortuosity of the iliac/ femoral vein. After placement of a new was they successfully implanted a 27mm watchman ® laa closure device. No patient complications were reported and the patient status is well.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned device consisted of the watchman delivery system (wds). The device was received in a hoop and bloody. The valve was open, and there was no implant returned with the delivery device. The hub, valve, sheath, tip, and core wire was microscopically and tactile inspected. Inspection revealed a complete separation in the sheath located 5 cm from the strain relief, damage (bend) in the core wire located 15 cm from the proximal end of the core wire handle/hub and tip damage (abrasions/tricuts flared). When the core wire is pushed fully into the hub of the delivery sheath, the damage to the core wire aligns with the separation in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The damage to the returned wds may have been caused by the devices not fully snapped together prior to the attempted deployment of the implant. The dfu states: ¿¿retract access sheath and snap together as access sheath/delivery system assembly.¿ (B)(4).

Event description:
It was further reported that the was and was were snapped together, but it was very difficult to start deployment.